Event description:
It was reported that the clip broke during usage on the patient. There was no patient injury.

Manufacturer narrative:
Qn#(B)(4). The customer returned one loose clip 544243 hemolok l clips 3/cart 42/box for investigation. The clip was visually examined with and without magnification. Visual examination revealed that the clip was returned with one of the pierced bosses broken off. The broken pierced boss was not returned. The boss break was found to be a result of porosity in the boss area that was likely caused by trapped gas or air in the material, from insufficient mold cleaning during a long production run. The root cause is teleflex's lack of specification around boss requirements leading to insufficient controls of porosity/run times at the supplier. CAPA 40009634 has been previously opened to further investigate issues related to clip breakages. Reference file (B)(4) for investigation photos. The IFU for this product, l06110, was reviewed as a part of this complaint investigation. The IFU states, "always check the alignment of the applier jaws before use. When closed, jaw tips should be directly aligned and not offset. Alignment of the jaw is critical for safe application of the clip. If this is not done, patient injury may occur. Proper maintenance, care and cleaning are necessary to ensure proper functionality." The clip was returned with one of the pierced bosses broken off. The boss break was found to be a result of porosity in the boss area that was likely caused by trapped gas or air in the material, from insufficient mold cleaning during a long production run. The root cause is teleflex's lack of specification around boss requirements leading to insufficient controls of porosity/run times at the supplier. A CAPA has been previously opened to further investigate issues related to clip breakages. The reported complaint of "broken/detached parts - clip - boss" was confirmed based upon the sample received. One loose clip was returned with one of the pierced bosses broken off. The broken pierced boss was not returned. The boss break was found to be a result of porosity in the boss area that was likely caused by trapped gas or air in the material, from insufficient mold cleaning during a long production run. The root cause is teleflex's lack of specification around boss requirements leading to insufficient controls of porosity/run times at the supplier. A CAPA has been previously opened to further investigate issues related to clip breakages.

Manufacturer narrative:
(B)(4). The device history review for the product hemolok l clips 6/cart 84/box lot# 73j1800709 investigation did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the clip broke during usage on the patient. There was no patient injury.